Event description:
It was reported that during a right iliac pta treatment procedure, the stent became detached from the delivery balloon requiring surgical intervention to remove it. The physician used a 7f cordis introducer sheath for vascular access, and a terumo guidewire to cross the lesion. It was reported that the lesion was not calcified. Following advancement of the express vascular ld 9 . 0x40x75 cm stent delivery system to the iliac bifurcation, the physician was unable to visualize the stent on the delivery balloon. It was determined that the stent had dislodged from the balloon, and remained on the guide catheter a few cm above the 7f introducer sheath. The physician elected not to retrieve it with a snare, or to implant the stent at this location. Instead he attempted withdrawal of the sds, but the stent became lost in the iliac circulation. The patient was sent to surgery for a "disobstruction" procedure in which the vascular surgeon easily removed the stent from the patient. The physician plans to perform another right iliac pta treatment procedure for this elderly patient within the next weeks to treat the iliac bifurcation lesion.

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time.